Event description:
The patient's device was explanted due to lack of efficacy, and patient had been having painful stimulation in the past. Product analysis was completed on the lead. Continuity checks of the returned lead portions were performed during the functional analysis, and no discontinuities were identified within the returned lead portions. It is noted that the inner tubes have flat abrasions after electrode bifurcation area, likely due to wear. The lead assembly has dried remnants of what appear to have once been body fluids inside the inner and the outer silicone tubing, in some areas. No obvious point of entrance was noted other than the identified tube opening and the cut ends of the returned lead portions. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. Note that since a section of the electrode array was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. It is unknown if the reported abrasions and fluid leaks contributed to the reported pain and lack of efficacy. No further relevant information has been received to date.